Manufacturer narrative:
(B)(4). This complaint is for the system error 2240. The reported issue was confirmed by review of the logs by baxter employee but not duplicated during evaluation. The assignable cause of the reported problem was undetermined. The cause was not determined. The lot number is unknown; therefore a batch review cannot be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report where the peritoneal dialysis (pd) nurse stated that this has been a reoccurring error on the homechoice (hc) machine and that she was told that if it happened again to call and have the hc swapped. The pd nurse stated that it happened at the beginning of therapy last night. The technical service representative (tsr) asked about the set up. The pd nurse stated that the nurses set up the hc so everything should have been correct. The set up has already been disposed of so there was no way to definitely determine if the proper clamps were closed.